Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone that the customer were experiencing high blood glucose level 400 mg/dl. It was unknown if insulin pump was on auto mode. Customer reported that sensor received calibration not accepted and sensor updating alert. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis.